Event description:
The customer called to report a continuous high pitched tone and unresponsive buttons. Troubleshooting was performed, but the problem continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No audio beep anomaly was noted. Unable to verify the frozen screen due to the blank display.